Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power pack was not recognized /gets message "connect ac power". There was no adverse patient impact.